Event description:
Related manufacturer reference number: 2017865-2024-58116. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post paced t wave oversensing on the right ventricular (rv) lead and on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.